Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up with battery, when ac power was applied to the device, the following messages were displayed "pacer fault 116, pacer disabled, defib disabled and batt high current". Complainant indicated that there was no pt involvement in the reported malfunction.